Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2009. Subsequently, a revision procedure was performed on (B)(6), 2011 due to the stem loosening. The stem was removed and replaced. It was additionally reported that the stem selected for implantation during the initial procedure on (B)(6), 2009 was not the appropriate size for the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and excessive activity." This report filed april 19, 2011.

Manufacturer narrative:
Event description - the description was updated to include information received indicating the stem removed during the revision was undersized for the patient.this report filed (B)(4), 2011.

Manufacturer narrative:
Evaluation of the returned component found different colored residues on the porous metal surfaces. The non-porous distal stem is unremarkable. The proximal taper has scratches and a dent on the taper surface which could have been from implant removal. There are few signs of wear that might suggest fretting. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011 due to the stem loosening. The stem was removed and replaced and the surgeon noted there was no infection present. No further information has been provided to date.